Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation on the right side,") in an adult female patient who had essure inserted (lot no. 678820) for female sterilisation. The patient had a medical history of menorrhagia, dysfunctional uterine bleeding, uterine fibroid, pelvic pain female, obesity and back pain. In 2007, the patient had essure inserted. Essure was removed on (B)(6) 2016. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.453 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: diagnostic radiology: exam name: xr hysterosalpingogram reason for exam: (xr hysterosalpingogram) essure history: evaluate essure device placement. Comparison: none findings: there are bilateral uterine tubal occlusion devices. The left tubal occlusion device has the opposite orientation as the right tubal occlusion device (concave inferiorly). There is no spillage of contrast into the peritoneal cavity. This indicates occlusion of the uterine tubes. There is round, slightly irregular, hyperdense structure within the left side of the pelvis. It is near the origin of the left uterine tube. The contour of the endometrial canal is abnormal. There is concavity along the superior aspect of the endometrial canal. There is small linear region of contrast directed superiorly at the midline of the uterus. This is of uncertain significance. There is fixation hardware in the lower lumbar spine. Impression: 1. Occlusion of the uterine tubes. 2. Hyperdense structure near the origin of the left uterine tube. This is favored to represent calcified fibroid. 3. Abnormal contour of the endometrial canal. This may be related to large submucosal fibroid causing mass effect on the endometrial canal. Alternatively, this could represent mullerian duct anomaly. Consider ultrasound to evaluate the endometrial canal and assess for uterine fibroids. [Pathology test] on (B)(6) 2016: preop and postop diagnosis: pelvic pain, uterine foreign body uterine fibroids. Procedure: robotic laparoscopic bilateral salpingectomy, removal of essure coils. Tissue removed: uterus, cervix, bilateral fallopian tubes, essure coils 150 g. Gross description: the right fallopian tube, including fimbria, is cm in length, 0.6 cm in diameter, with the proximal lumen revealing coiled segment of silver metallic material, consistent with essure coil, 1.5 cm in length, 0.2 cm in diameter. The left fallopian tube, including fimbria, is 5.5 cm in length, 0.6 cm in diameter, with the proximal lumen demonstrating coiled segment of silver metallic foreign material, consistent with essure coil, 1.1 cm in length. Diagnosis: note: cervix: mild inflammation. Endometrium: secretory endometrium. Metallic silver coils present consistent with essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-jan-2024:. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation on the right side,") in an adult female patient who had essure inserted (lot no. 678820) for female sterilisation. The patient had a medical history of menorrhagia, dysfunctional uterine bleeding, uterine fibroid, pelvic pain female, obesity and back pain. In 2007, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.453 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: diagnostic radiology: exam name: xr hysterosalpingogram reason for exam: (xr hysterosalpingogram) essure history: evaluate essure device placement. Comparison: none findings: there are bilateral uterine tubal occlusion devices. The left tubal occlusion device has the opposite orientation as the right tubal occlusion device (concave inferiorly). There is no spillage of contrast into the peritoneal cavity. This indicates occlusion of the uterine tubes. There is round, slightly irregular, hyperdense structure within the left side of the pelvis. It is near the origin of the left uterine tube. The contour of the endometrial canal is abnormal. There is concavity along the superior aspect of the endometrial canal. There is small linear region of contrast directed superiorly at the midline of the uterus. This is of uncertain significance. There is fixation hardware in the lower lumbar spine. Impression: 1. Occlusion of the uterine tubes. 2. Hyperdense structure near the origin of the left uterine tube. This is favored to represent calcified fibroid. 3. Abnormal contour of the endometrial canal. This may be related to large submucosal fibroid causing mass effect on the endometrial canal. Alternatively, this could represent mullerian duct anomaly. Consider ultrasound to evaluate the endometrial canal and assess for uterine fibroids. [Pathology test] on (B)(6) 2016: preop and postop diagnosis: pelvic pain, uterine foreign body uterine fibroids. Procedure: robotic laparoscopic bilateral salpingectomy, removal of essure coils. Tissue removed: uterus, cervix, bilateral fallopian tubes, essure coils 150 g. Gross description: the right fallopian tube, including fimbria, is cm in length, 0.6 cm in diameter, with the proximal lumen revealing coiled segment of silver metallic material, consistent with essure coil, 1.5 cm in length, 0.2 cm in diameter. The left fallopian tube, including fimbria, is 5.5 cm in length, 0.6 cm in diameter, with the proximal lumen demonstrating coiled segment of silver metallic foreign material, consistent with essure coil, 1.1 cm in length. Diagnosis: note: cervix: mild inflammation. Endometrium: secretory endometrium. Metallic silver coils present consistent with essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.